Event description:
A (B)(6) male patient underwent abdominal aortic aneurysm repair on (B)(6) 2011. The patient received a zenith main body graft and two zenith iliac legs. During the final angiogram it was noted that the patient had an endoleak. Physician reballooned proximally and distally; however, the endoleak persisted. The physician pulled the catheter down into limb and found that the leak appeared to come from the middle of the limb. The physician then chose to place a balloon mounted covered stent and ballooned it with a kissing balloon on other side for maximum dilatation. Another angiogram was performed and found that the leak was gone. Appears to have been a type iii endoleak.

Manufacturer narrative:
Still under investigation.